Manufacturer narrative:
Insulin pump had battery cap stripped, battery cap coin slot, minor scratches on lcd window, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was unable to remove the battery cap on the insulin pump. Customer attempted to remove the battery cap with a quarter, a nickel, a butter knife, and a large flat-head screwdriver, and was still not able to remove the battery cap. The blood glucose reading was 132 mg/dl. Nothing further was reported.